Event description:
It was reported that the patient experienced a stroke post implant and during normal follow up. The patient was treated and recovered per the physician. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.